Event description:
Following an initial implant procedure, the patient was experiencing chest pain. Diagnostic imaging was performed, and perforation of the heart wall was found. The right ventricular (rv) lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.